Manufacturer narrative:
E1: initial reporter. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the patient's leads were explanted and replaced with one lead. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00123. It was reported the patient experienced ineffective stimulation. Routine reprogramming did not resolve the issue. Surgical intervention may take place at a later date.